Event description:
Rptr initially alleged the customer obtained a discrepant blood glucose value of 348 mg/dl back to back with a result of 92 mg/dl when testing was performed within 10 mins on the advantage sys. The customer stated he did not recall obtaining those readings, but that he did obtain a discrepant blood glucose value of 246 mg/dl back to back with a result of 102 mg/dl on the same sys. Rptr indicated he was not experiencing any hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment rec'd. No adverse event reported. A request was made for the return of the suspect device and replacement prod was sent.